Event description:
Related manufacturer reference number: 1627487-2021-18219. It was reported that the patient was not getting adequate therapy and had an scs trial. As a result, surgical intervention occurred on (B)(6) 2021 and the system was explanted. Therapy was restored with an scs system.

Manufacturer narrative:
Event date is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.